Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that a glidesheath slender device was used during a radial heart catheterization and the sheath was kinked and upon trying to torque the catheter the sheath began to twist. The sheath was removed and the case was completed successfully with another sheath. The patient was reported to be stable. Additional information was received on 9/24/2018: the reported blood loss was less than 250cc.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One 6fr glidesheath slender was received for product evaluation. The pouch with the device label was returned as well. There were numerous kinks noted on the shaft of the sheath in addition to spiral deformations. The tip of the sheath appeared flared and the ends were folded over. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that excessive off axis torsional forces caused the reported event.